Event description:
It was reported that during an unknown procedure the device broke while using. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent 10/3/2025 d4 batch #804c76. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector broken and no returned for analysis, with no reload present. Further analysis shows the anvil partially detached with three post broken and the anvil posts on these area appears to be damaged as if the anvil was pulled out off the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 804c76, and no non-conformances were identified.